Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet pump experienced hyperglycemia with a highest cgm value of 227 mg/dl over several hours after eating and announcing a meal while using a flex infusion set near the right side of the navel and a libre 3+ cgm; no device alarms were reported and the medical device problem and device component details were indeterminate. Symptoms included hyperglycemia without additional complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.